Event description:
It was reported that the patient experienced ventricular tachycardia (vt) and was admitted to the hospital. The patient received external defibrillation to resolve the vt. Device interrogation revealed that the implantable cardioverter defibrillator was in backup vvi. The device was explanted and replaced due to battery exhaustion. The patient was stable post procedure.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to excessive charges resulting in a power on reset (por). After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.